Manufacturer narrative:
In follow up with the customer, she indicated that she did not see a fire or melting, but did see sparking on the cord. She also indicated that no injuries were sustained as a result of the issue and that she disposed of the power supply. Exposed wires and sparking are indicative of at least one short in the dc cord, which does not pose an electrocution risk since they are on the dc side of the transformer; however, sparking poses a risk should it come in contact with a combustible material. As the original product is not available for evaluation/analysis, no definitive conclusion regarding the root cause of the reported event can be made. CAPA (B)(4), approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any additional follow up actions will be established as a result of the CAPA process.

Event description:
The customer reported that the power supply for her pump has a frayed cord.